Manufacturer narrative:
Software unknown. Retainer ring black. Customer complained about the device having critical pump error and pump error 130 during use on event date of 21-oct-2021. Device received with critical pump error (open book image) after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to open book. Unable to confirm pump error 130 due to open book. Successfully utilized thump software to download history files and trace files. No relevant alarms/alerts for critical pump error (open book image) were present in the history/trace files on event date of 21-oct-2021. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay and scratched case. Device was cut open with moisture damage on the motor assembly and force sensor assembly. Swapped with a test electrical board 2 and the device powered up. Critical pump error (open book image) was confirmed after battery insertion. Problem isolated to the electrical board 1. Pump error 130 was not confirmed due to critical pump error (open book image). Confirmed for moisture damage on electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image on the screen. Troubleshooting was performed. Insulin pump error was displayed prior critical pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.